Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated they took their husband to see a neurosurgeon about getting their ins replaced (due to normal depletion). The caller stated when they were in the office the hcp yelled at them because their husbands right side was turned off. The caller stated they and their husband did not know the ins was turned off. They were able to turn the ins back on. They also stated that the patient programmer manual was too complicated. There were no further complications reported.